Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed an inaccurate high result compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 4:00 pm on (B)(6) 2010 when the patient reportedly tested his blood glucose and obtained results of "85 mg/dl" on the subject meter and "60 mg/dl" on the emergency medical services (ems) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The cca documented that the patient manages his diabetes with insulin injections (self adjuster). The patient claimed that he took a decreased dose of levemir insulin (17 units) as a result of the alleged issue (administration time unspecified). The patient denied developing any symptoms, but the patient claimed that he was treated by the ems with a glucose tablet/gel on the same day the alleged issue began. It is not known what time or who contacted the ems. It is not known if the patient was released or transported to the hospital by the ems after the treatment was administered. The patient denied using any other meter to test his blood glucose. During the troubleshooting session, the cca documented that the patient did not report any misuse on the subject meter. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained an inaccurate high reading on the subject meter, administered his insulin dose based on the alleged result, and reportedly received medical treatment from the ems for a condition suggestive of severe hypoglycemia after the alleged meter issue began. However, there is no evidence that the reported meter was not performing properly since the reported blood glucose results passed lifescan's criteria for accuracy.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The rptr states that the lancet is visible past the cap after she gets the accu-chek multiclix lancet device to "click". No action taken or treatment given based on the lancet device issue. No adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.